Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual inspection confirmed that there were no anomalies in appearance. Magnifying inspection did not find any visible anomaly on the outer surface, such as a rolled back urethane coat. The outside diameter was measured and confirmed to meet product specifications and comparable to that of current product. The urethane coat on the undamaged segment of the actual sample was intentionally removed to check the adhesion level of the urethane coat to the core wire. No anomalies, including a peeling or lifting of the urethane coat, were found. A review of the device history and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Based on investigation findings, there is no indication that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the coating sheared on a radifocus glidewire advantage (0.035" 180cm) during a procedure where a 4fr catheter and a 5fr guiding sheath were used concomitantly. It was reported that a metal needle was not used with the glidewire; however, this could not be confirmed. It was also reported that there was no harm to the patient, but no additional event details were provided by the user facility. The sheared coating occurred on two (2) of the same products in succession. The other event is reported in MDR number 9681834-2014-00277.